Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on cgm and bg meter; cause was unknown. Elevated bg was addressed via a correction bolus and supply change. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Customer was instructed to consult with their healthcare provider.